Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: hypertrophic scar. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of a 500cc mentor memorygel breast implant prosthesis. Post-operatively, the patient had a left-sided areola reduction and inframammary crease (imc) scar excision-revision surgery. Since then, she was diagnosed with right breast baker grade iii capsular contracture and a recurrent left imc hypertrophic scar. As a result, the patient underwent unilateral right-sided removal and replacement with a 500cc mentor memorygel breast implant and left-sided imc scar excision-revision on (B)(6) 2025. Additionally, during the surgery, a ruptured right breast implant was discovered. There was no reported procedural delays or patient consequences due to the findings. This report is for the left breast prosthesis.

Manufacturer narrative:
On april 02, 2025, mentor received the following additional information: for the left-sided event involving areola and scar revision surgery, the patient was also diagnosed with an asymmetrically low left breast compared to the right which need adjustment to increase symmetry. Additionally, during a follow-up visit a year later from this procedure, she was diagnosed with left breast ptosis which was addressed during the secondary left-sided revision. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).